Manufacturer narrative:
D10 concomitant products: e2516h, e2516h disp handswitching pencil x50 (lot#:unknown), unknown pencil, unknown pencil (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the near end of the procedure during skin suturing, the operator used 25w power for coagulation. Large electric sparks appeared on the patient's skin when the pencil was activated, and the pencil leaked electricity. The rem (return electrode monitoring) indicator light on the unit remained green and the unit did not issue any alarms. The patient had a superficial second-degree electrical burn in the lower uterine segment of the lower abdomen and the routine traverse incision of the c-section. The patient was under anesthesia at the time of the electric shock injury with no obvious discomfort. The hospital stay was prolonged for one and a half days but there were scars at the incision site. At present, the patient has been discharged from the hospital and the specific size could not be determined. The specific treatment measures could not be understood.